Event description:
It was reported "when the balloon was inserted in the patient, according to the field physician's description, the balloon did not work properly, and it was withdrawn and reimplanted with a new balloon that worked properly". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Returned with the sample were supplied components including: three 0.025in guidewires, two pre-dilators, two dilators, one teflon sheath, one teflon sheath with sidearm, one short ap tubing, one long ap tubing, one 40cc inflation driveline tubing, one scalpel, one needle, and one 60cc syringe; all components were inspected, and no abnormalities were noted. Some blood was noted on a returned teflon sheath and dilator. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. The original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray; the arrow stick-ER was noted cut/ripped and portions of the sticker were completely missing. This indicates that the iabc was not prepped per the instructions for use (IFU). As a result, an inservice for the customer is requested to review the IFU and reiterate the appropriate method for iab prep/removal from its packaging. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe some blood was noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The returned 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon did not work properly" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the re-ported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker. This indicates that the iabc was not prepped correctly per the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer.

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported "when the balloon was inserted in the patient, according to the field physician's description, the balloon did not work properly, and it was withdrawn and reimplanted with a new balloon that worked properly". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine"